Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 19601/19581, model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation therefore a failure of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing irritation and pain at the ipg site. It was also noted that there was redness in the battery. The physician examined and determined that the patient's ipg was superficial to the skin and skin erosion was noted. The patient underwent an explant.